Event description:
Patient reported left side "swollen lymph nodes". Additionally reported ¿night sweats¿, ¿fever¿ and ¿virus¿ unrelated to the device.

Manufacturer narrative:
The event of lymphadenopathy is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event.

Manufacturer narrative:
The event of infection is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation is due to a infection. This is a known potential adverse event addressed in the product labeling.

Event description:
Patient reported "developed an infection after the placement of expanders." Device remains implanted. This record is for the left side.